Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. A service required alarm indicating a failure of the device to charge the capacitor was observed. The device's system board was replaced to address the issue. The device was cleaned and tested and passed all final testing.